Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose levels (49 mg/dl). Customer stated that their basal rate settings have recently been adjusted by their health care professional. Customer ate food to stabilize blood glucose levels and bg's became elevated (241 mg/dl). Customer declined high bg troubleshooting. Recommendation was made to discuss diabetes management with customer's health care professional.